Manufacturer narrative:
Investigation result: the complaint device was not returned and only the device original sterile pouch which was found to be opened and with a pen inside was returned for inspection. As the device was received with the packaging having already been opened, the noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. Therefore, the most probable root cause of this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a single action pumping system (saps) was unpacked on (B)(6) 2017. According to the complainant, during unpacking, a pen was found inside the sterile packaging. The procedure was completed with another saps device. There were no patient complications reported as a result of this event. Regarding the patient¿s condition at the conclusion of the procedure, it was noted that there were no adverse events.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a single action pumping system (saps) was unpacked on (B)(6) 2017. According to the complainant, during unpacking, a pen was found inside the sterile packaging. The procedure was completed with another saps device. There were no patient complications reported as a result of this event. Regarding the patient¿s condition at the conclusion of the procedure, it was noted that there were no adverse events.